Manufacturer narrative:
The product code was reported as 35700. The customer reported this event to the FDA through medwatch (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up on the tubing of a spectrum pump during therapy with remodulin of 71 ng/kg/min (programmed amount and delivery rate unknown). It was reported that the patient was desaturating continuously with up titrating fio2 on the high-flow nasal cannula. An emergent intubation was performed and during this, it was observed that the patient's remodulin line that was infusing from the intravenous pump had blood backed up on the tubing. Medication was primed to the cylinder filter extension. It was unable to be determined if the patient was receiving the continuous dose of the remodulin of 71 ng/kg/min. The patient reportedly recovered from oxygen desaturation following intubation. No additional information is available.